Event description:
It was reported that the pump exhibited a bubbled dso and had no power when using the dc power but did power up when using the ac. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seal. The customer stated problem was duplicated. During investigation, found air bubbled in downstream occlusion sensor seal and battery compartment was corroded causing no power with the batteries. Replace battery compartment and downstream occlusion sensor seal. The cause of the reported problem could not be determined. A CAPA (corrective and preventive action) was opened to analyze the increase in seal replacement issues. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR (device history review) was not performed. Service history review identified this device has not been in for service previously., corrected data: d4: correction: catalog number: 21-2120-0104-01. D4: correction: model number: 2120.